Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. A dried blood-like substance was noted on the distal coupler. The catheter met acceptable irrigation rates during a flow test with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Upon removal of the catheter post procedure, tissue was noted on the device. When the catheter was being removed, a piece of tissue was noted to be lodged in the distal portion of the catheter where the splines intersect. The tissue appeared to be similar to cordae tissue from the ventricle.